Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 19. On (B)(6) 2022, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity and inflammation. No further patient complications were reported.

Event description:
Investigation showed that the returned implant is not an institut straumann product but a copycat of an unknown manufacturer.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.